Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service. It was indicated that there was no patient involvement in this event.

Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service. It was indicated that there was no patient involvement in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) keyboard connector is loose. Head connector is loose.